Manufacturer narrative:
The reporter's occupation is a medical technician. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over11 years since the subject device was manufactured. Based on the results of the investigation, the image was not displayed due to the cable breakage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that an unspecified error was observed and the camera did not work. There was no patient injury reported.

Manufacturer narrative:
The customer¿s contact, occupation and health profession are unknown at this time. The unit was returned to the regional repair center (rrc) (B)(4) for evaluation. The customer¿s complaint of ¿ camera did not work and error¿ was partially confirmed. There was no image due to a breakage in the cable but no error was observed. Further inspection found a defective pixel on the camera head. This was visible in the image. However, this would be within the tolerance range. The investigator recommended that the charge-coupled device (ccd) unit be replaced as the defective pixel can worsen. Although, wear and tear were noted the exact cause of the cable failure could not be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.